Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen was shattered, consistent with physical damage to the display component and a device mechanical break. Symptoms included no adverse clinical effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included customer service triage and replacement logistics with instructions to sync data, shut down the device, and return the damaged unit. Investigation of this device revealed a broken screen consistent with external damage to the user interface/display; no device alarms or functional malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or impact.